Event description:
It was reported that cerebral vascular accident (cva) occurred. The left atrial appendage (laa) was broccoli in shape and had complex laa features including proximal pectinate and excessive distal volume. An laa closure procedure was performed using intracardiac echocardiogram (ice) imaging and a 27mm watchman flx pro closure device was implanted with complete seal noted. The implant procedure was reported to have proceeded without complication. Post-procedurally, magnetic resonance imaging (MRI) demonstrated evidence of a cva that was determined to have occurred during the procedure. The patient required hospitalization for the event.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270, batch # 0036090327. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva), and anesthesia risks (vomiting) (imaging required, hospitalization, intubation). Risk review: a risk review was completed and confirmed that the events of cerebral vascular accident (cva), and anesthesia risks (vomiting) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that cerebral vascular accident (cva) occurred. The left atrial appendage (laa) was broccoli in shape and had complex laa features including proximal pectinate and excessive distal volume. An laa closure procedure was performed using intracardiac echocardiogram (ice) imaging and a 27mm watchman flx pro closure device was implanted with complete seal noted. The implant procedure was reported to have proceeded without complication. Post-procedurally, magnetic resonance imaging (MRI) demonstrated evidence of a cva that was determined to have occurred during the procedure. The patient required hospitalization for the event. It was further reported the patient had vomited after the watchman flx pro closure device (wds) was deployed and undergoing release criteria evaluation. The physicians fully recaptured the wds and the watchman access sheath (was) was disengaged from the laa for safety, while anesthesia intubated the patient and evaluated for aspiration - lungs were clear per anesthesia. The wds and was were aspirated and the procedure continued. The wds was re-deployed, required one partial recapture before final position and the closure device was implanted.

Event description:
It was reported that cerebral vascular accident (cva) occurred. The left atrial appendage (laa) was broccoli in shape and had complex laa features including proximal pectinate and excessive distal volume. An laa closure procedure was performed using intracardiac echocardiogram (ice) imaging and a 27mm watchman flx pro closure device was implanted with complete seal noted. The implant procedure was reported to have proceeded without complication. Post-procedurally, magnetic resonance imaging (MRI) demonstrated evidence of a cva that was determined to have occurred during the procedure. The patient required hospitalization for the event. It was further reported the patient had vomited after the watchman flx pro closure device (wds) was deployed and undergoing release criteria evaluation. The physicians fully recaptured the wds and the watchman access sheath (was) was disengaged from the laa for safety, while anesthesia intubated the patient and evaluated for aspiration - lungs were clear per anesthesia. The wds and was were aspirated and the procedure continued. The wds was re-deployed, required one partial recapture before final position and the closure device was implanted.

Manufacturer narrative:
B5: information added. H6 patient code added: vomiting. H6 impact code added: unexpected medical intervention.